Event description:
Customer reported over infusion of magnesium on an obstetric patient. A 6 gram bolus of magnesium sulfate (concentration 20 g/500 ml) to run over 30 minutes was ordered followed by a maintenance infusion of 2 g/h. The patient ultimately became unresponsive and pulseless and required resuscitation which was successful. The baby was later delivered by c-section and has respiratory complications. It is unk whether this is related to the over infusion or the pre-term birth. No additional information was available.

Manufacturer narrative:
(B) (4). Patient information requested and all available information is included. This report was filed by the manufacturer. Event logs were received for evaluation. Review of the logs indicate that a total of 743.9 ml of the magnesium drug was infused to the patient in a period of approximately 2 hours (from 1234 am - 0247 am). Then 514 ml was infused at the initial rate of 300 ml/h (12 gram/h), 10 ml was infused at the bolus rate of 300 ml/h (6 gram/30 min), and the remaining 219.9 ml was infused at the final infusion rate of 600 ml/h (24 gram/h). It should be noted that the device generated three separate warnings, indicating the dose exceeded the guardrail limit, and that the user elected to proceed each time and started the infusions. The cause of the over infusion of magnesium appears to be a user programming issue.